Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "multiple air in line alarms were observed on the pump so user was concerned that air may be entering in the system" no patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The proximal caresite on the 490102 was attached to a v1921 extension set. The returned set was first tested for leakage per specification with passing results. In an attempt to replicate the reported event, the set was then ran on the space pump for approximately 30 minutes without any alarms or visible air in line. The reported defect of pump alarms for air in line was not able to be replicated or confirmed. In addition house retain samples were pulled. The sets were functionally tested with passing results. They were also ran on the space pump and no alarms were produced. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.